Manufacturer narrative:
The calibration signals were ok. No abnormalities were observed with controls. The investigation determined that assays from different vendors can generate different values. This relates to the different setups of the assays, the different antibodies used, and differences in the standardization methodologies.

Event description:
The initial reporter stated they received questionable results for one patient tested with the elecsys ft4 iii assay on a cobas 8000 e 801 module. The results did not agree with values measured using the abbott method. The sample values were reported outside of the laboratory to clinicians. The first sample resulted in a ft4 value of 23.7 pmol/l (reference range = 12 - 22 pmol/l) when tested on the e 801 analyzer. When tested with the abbott method, the result was 17.50 pmol/l (reference range = 9 - 22 pmol/l). The serial number of the e 801 analyzer is (B)(4).